Event description:
The surgeon reported that there were two slight corneal burns. The surgeon had commented that the infusion sleeves were too big and this prevented him from grabbing the cataract and caused the burns. Additional information received from the surgeon stated when he started the first case he questioned the scrub tech about the sleeve because it didn't look like his usual sleeve. The surgeon was assured by the scrub tech it was his usual sleeve. The surgeon proceeded with surgery with the sleeve spinning around the phaco tip when he inserted it. About 1/3 of the way into the surgery, the surgeon noticed that the lip of the incision had opacity. The surgeon stated that he may have put one stitch in the incision, but can't be certain. He said that the events of the second case were the same as the first and that the sleeve was from the same lot as the first case. The surgeon stated that these two cases were not difficult. The surgeon stated that both pts did well post op and that there were no complications. He said that even he would have to look hard to tell that either pt even had a corneal burn.

Manufacturer narrative:
The purchasing agent stated she would send back the sleeves for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 12/11/2008.